Event description:
The hospital reported that power supply vh-3010 is not working.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b3,b4,b5,d9,e1-name,email,g3,g6,h2,h3,h6,h11. Corrected section: d10, h6 clinical code changed to 4582. The device was returned to the factory for evaluation on 05/21/2025. An investigation was conducted on 06/03/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. An engineer evaluation was conducted on june 17, 2025. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 voe+/- 0.05 voe low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.51 vdc (passed test) low current output: 4.01 amps dc (passed test) high current output: 6.01 amps dc (passed test) the complaint vasoview hemopro power supply passed all three output tests. Based on the manufacturing engineering results, the reported failure "electrical issue" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during procedure using power supply vh-3010 is not working. Cords were swapped and no power until new generator was used. There was intermittent power to harvesting device. Changing out the power supply caused procedural delay. No patient harm.